Event description:
It was reported that the pt suffered burn/frost bite following hypothermia treatment with the arcticsun 2000. As a result of the burn/frost bite, the pt experienced a skin infection and the infection spread to the hip.

Manufacturer narrative:
No sample returned for eval. The arctic sun 200 operators manual was reviewed. Section 1.7 cautions states the following: if accessible, examine the pt's skin under the arcticgel pads often, especially those at higher risk of skin injury. Skin injury may occur as a cumulative result of pressure, time and temperature. Do not place bean bag or other firm positioning devices under the arcticgel pads. Do not place positioning devices under the pad manifolds or pt lines. The rate of temperature change and potentially the final achievable pt temperature is affected by many factors. Treatment application, monitoring and results are the responsibility of the attending physician. If the pt does not reach target temperature in a reasonable time or the pt is not able to be maintained at the target temperature, the skin may be exposed to low water temperatures for an extended period of time which may increase the risk for skin injury. Ensure that pad sizing / coverage and custom parameter settings are correct for the pt and treatment goals, environmental factors such as excessively hot rooms, heat lamps, and heated nebulizers are eliminated, water flow is greater than or equal to 2.3 liters per minute, a pt temperature probe is in the correct place, and pt shivering is controlled. Otherwise, consider increasing minimum water temperature, modifying target temperature to an attainable setting, or discontinuing treatment. Due to underlying medical or physiological conditions, some pts are more susceptible to skin damage from pressure and heat or cold. Pts at risk include those with poor tissue perfusion or poor skin integrity due to diabetes, peripheral vascular disease, poor nutritional status, steroid use or high dose vasopressor therapy. If warranted, use pressure relieving or pressure reducing devices under the pt to protect from of skin injury. (B)(4).